Event description:
It was reported that patient experienced an inappropriate therapy and one aborted charge. The device incorrectly classified the location of an arrhythmia. The issue was clinically resolved by reprogramming the device by changing the svt discriminator from dual chamber to ventricular only and decreasing the sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).